Event description:
It was reported that a piece of the unit broke off outside of the patient.

Manufacturer narrative:
Rep confirmed that this device worked as intented. There was no failure with the device and the device was not returned.

Event description:
It was reported that a piece of the unit broke off outside of the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.